Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed. Evaluation conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that during a stent procedure, the marker band on the snare guiding catheter came off in the patient, but remained on the guide wire already in place. A pta balloon was inserted through the radial artery and was used to push the marker band to the access site in the femoral artery. The marker band was successfully retrieved from the patient. Upon removal of the device, the customer noted that the marker band and the tip of the snare guiding catheter noted that the marker band and the tip of the snare guiding catheter were deformed. No harm or injury was reported.